Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Tested negative 3 times for flu a with these tests. I thought for sure I had the flu by the way I felt, so went to urgent care just an hour or so after taking one of these tests and sure enough I tested positive for flu a.